Event description:
Patient's mother reported the infusion set tubing became detached at the connect location on the infusion set. The sample that had that disconnection is not available anymore; has been discarded but that specific sample is from a packaging that she still has 4 more samples. No adverse event reported. Requested return of the unused infusion sets for evaluation; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.